Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The procedure went without incident until the j-tip was sheared off while advancing the knot. The pt was sent for surgical removal of the j-tip. The subject device was returned for evaluation and did not support the report from the filed in that the j-tip, while exhibiting a cut in the sheath, was stilled attached to the device.